Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to patient anatomy (tethered leaflets). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. One clip was implanted with no reported issue, reducing mr to grade 1+. On (B)(6) 2023, it was noted that the clip had detached from the posterior leaflet, causing a single leaflet device attachment (slda). Mr increased to grade 1-2. The physician believed the slda may have been caused by tethered leaflets. No decision yet for intervention as the patient is stable. No additional information was provided.